Event description:
It was reported that diagnostic testing resulted in high lead impedance. Further info provided by the current treating epileptologist indicated the pt denied any manipulation or trauma to the device. X-rays have not been taken and no further interventions have been planned at the moment.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.